Event description:
Rptr had back surgery in 1973 with metal plate and screws used. In 1975, one plate and screws had to be removed. Last surgery in 1985, fusion done. Rptr has constant pain and limited use of back and legs.